Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: nuero catheter, (B)(6) 2002; 8579, pump connector, (B)(6) 2007. (B)(4).

Event description:
It was reported that the implantable cardiac monitor was explanted due to infection in the pocket. No patient complications have been reported as a result of this event.